Manufacturer narrative:
Submit date: 08/15/2016. Upon further review, this report was inadvertently created. This is a duplicate report of report 1282497-2016-00514.

Manufacturer narrative:
Submit date: 07/18/2016. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a chest drainage unit. The customer states the corrugated tube is free to move around the other tubing and allow the tubing to collapse. In this case there is no patient involved.

Manufacturer narrative:
Upon further review, this report was inadvertently created. This is a duplicate report of report 9611018-2016-00033.